Manufacturer narrative:
Follow up # 2/supplemental report text- 12/10/2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2010, the patient experienced constipation and a break in aseptic technique occurred, described as "did not wear a mask" and "patient made a mistake." On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient began remedial therapy with refin (1.5gm, daily, ip) and tobramycin (60mg, daily, ip). The nurse reported that the peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing as was remedial therapy with refin and tobramycin. It was not reported if the patient was retrained in aseptic technique, or if the event of constipation resolved. The nurse reported that the peritonitis was unrelated to dianeal pd2 ultrabag therapy. The root causes of the peritonitis were the breaks in aseptic technique and the constipation. The nurse did not provide a causality statement for the events of break in aseptic technique and constipation.

Event description:
It was reported, the ao coupling was cold welded to the one step drill and could not be removed. This was not an intra operative problem but the instruments will not be capable of being used for future cases.

Event description:
On october 8, 2010, the lay user/reporter contacted lifescan to report the one touch ultrasmart meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. "A few days" afterwards, the patient experienced the symptom of shaking. The patient claimed during this time period, he took the oral diabetes medication metformin 500 mg three times per day. Troubleshooting revealed there had been no misuse of the product, the patient had correctly replaced the battery and the test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k021819.